Event description:
It was reported that needle 23ga 1-1/4in had foreign matter. The following information was provided by the initial reporter: we have a cannula that has a black particle on the outside, we did not remove the protective cover.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 201228. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a black particle was observed on the cannula surface. The particle most likely consists of plastic flakes. Considering past experiences, these particles or threads consist of plastic flakes coming from the products own needle shield. During the molding process, some plastic threads can remain in the needle shield due to static electricity. Despite the fact that the high-volume manufacturing process may generate some particulate matter, bd employs highly capable and stringent manufacturing processes and environmental controls to keep particulate matter to extremely low levels. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. A comprehensive program has been initiated, which includes all aspects of production, manufacturing environments, equipment, and processes, in order to eliminate a wide range of potential sources of foreign matter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 23ga 1-1/4in had foreign matter. The following information was provided by the initial reporter: we have a cannula that has a black particle on the outside, we did not remove the protective cover.